Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that the patella implant became dislodged in patients knee. Revision was required to correct.